Event description:
The device was being utilized during attempted placement of a hickman central venous catheter. During attempted placement of the wire guide, the tip became kinked. The physician attempted to withdraw the wire guide back through the needle level. During withdrawl, the tip of the wire guide separated and went into a collateral blood vessel. This separated segment will not be removed according to the physician.